Manufacturer narrative:
Section h10: (h3) the engineering evaluation noted the revision reported was likely the result of prosthesis wear due to a combination of third body wear, an uneven loading pattern on the surface of the tibial insert, excessive flexion of the femoral component, and/or excessive posterior slope of the tibial tray. (D11): concomitant device one peg patella 35mm, 200-03-35.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2012. Revision due to poly wear.